Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Field service representative noted that there is no internal leak. The loud cooling gas noise is due to out of calibration regulator. Regulator was calibrated and verified performance. The unit passed all performance check.

Event description:
The customer reported that their 3100a has large internal leak. The customer claimed that there is unusual sound coming from internal component of the ventilator. There is no patient involvement associated with this event.